Event description:
It was reported that the user, who had been disconnected for an MRI, received remote assistance to replace a filled cartridge and a steel 6 mm contact/detach infusion set, after which insulin delivery was resumed and the system was paused for an hour due to a recent manual insulin injection. Symptoms included a reported blood glucose of 62 mg/dl without associated hypoglycemic symptoms, for which the user followed an action plan using oral carbohydrate. Outcomes included recovery of blood glucose to 116 mg/dl and rising, with insulin delivery subsequently resumed. Investigation included troubleshooting and education on infusion set and cartridge change, pausing and resuming delivery after a manual injection, and follow-up glucose verification. Investigation of this case revealed no alerts or alarms, successful supply change, appropriate use of oral glucose, and that the low did not appear related to device performance given the recent manual injection and pause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.